Event description:
Customer reported that the 840 ventilator stopped cycling, while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) was not authorized to service the unit. The customer inspected the device and ran it for 2 days and was unable to duplicate the reported problem. The customer reported that the unit passed extended self-testing.